Event description:
Procedure type: prostatectomy. According to the reporter: as the surgeon was introducing a clip applier into the trocar, a small blue rubber piece of the seal broke off into the cavity. Surgeon searched for the piece but it could not be located and remains in cavity. Surgeon continued using the same trocar and completed the case.

Manufacturer narrative:
(B)(4)